Manufacturer narrative:
Qa evaluated the identified device and confirmed evidence of an unk black substance in the air path and on internal components. The black substance was present throughout both the intake and exhaust portions of the air path indicating that the source of the contaminant was external to the device. There was no ultra fine filter in place on the air inlet to the device. Qa confirmed during the evaluation of the unit that the device passed all required testing with no performance outside of design specifications. Qa concluded the "black dust" reported by the pt was the result of an external contaminant being drawn into the device. The manufacturer reviewed the risk analysis and product labeling for this device. Product labeling cautions the user that the gross inlet filter is required during operation to reduce the possibility of introduction of external contaminants (dust, mold, fungus, insect residue, or mineral deposits) to the device. Based on the review of the risk associated with this report, the manufacturer further concludes that if the contaminant flakes or particulates were to reach the pt during therapy; the pt's upper airway filtering mechanisms (cilia and mucosal lining) would remove the particulate from the airway. Although there was a report of hospitalization for an undisclosed time, the manufacturer believes the device functioned as designed and that the presence of the contaminant that may have led to the reported hospitalization was not a result of device failure. Based on the information available, the manufacturer concludes no further action is appropriate.

Event description:
Phillips respironics was informed by a distributor and service center for the remstar pro continuous positive airway pressure (CPAP) device of an allegation of pt harm in spain. A pt reported she found "black dust" on her nose when she awoke in the morning after using the device. She reported feeling "altered" and was treated at a hospital for "intoxication and chest tightness." The length of time the pt stayed at the hospital and the treatment the pt received are unk. The exact date of the alleged event is also unk. The device was forwarded to quality assurance (qa) in the united states for further investigation.